Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they had issues with the battery on the insulin pump. Customer reported receiving several bad battery alarms, battery out limit alarms and failed battery test alarms. Customer also reported the insulin pump would have a off no power alert. Customer's blood glucose was 286 mg/dl. Troubleshooting did not find any damage or corrosion to the customer's battery compartment or battery cap's contacts. The customer also reported the insulin pump turned on when they screwed the battery cap to loosen it. The customer will be sent a replacement battery cap. The insulin pump will not be returned for analysis.